Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when trying to mallet in the cage it broke into two pieces during implantation. Cage was collapsed fully before implantation and then packed with grafting materials. No patient complications were reported as a result of this event.